Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the device was difficult to remove after application. Unusual force was required to remove the circular stapler. No visual examination, the surgeon noticed deformed staples. A leak test was performed to verify anastomosis was successful.